Event description:
It was reported that the customer was hospitalized on (B)(6) 2022 due to diabetic ketoacidosis and hyperglycemia. Customer's blood glucose was above 500 mg/dl and the another blood glucose was 430 mg/dl. Customer treated for high blood glucose with intravenous insulin drip, manual injection and insulin pump. Customer stated symptoms related to high blood glucose that were headache, vomiting, pain ,cramps, confusion. It was unknown if the auto mode feature was active at the time of incident. Customer tested positive high ketones test. Customer stated infusion set had bent cannula. The insulin pump will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.